Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The surgeon reports that when the lens was injected into the pt's eye, the lens then broke into pieces. During the removal of the lens, the capsule bag was ruptured. The lens was removed intraoperatively and during the removal, the capsule bag was ruptured. An anterior vitrectomy was performed. A different lens was implanted successfully and a suture was used to close the incision.